Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) system was not providing the intended pain relief. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.